Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it has been confirmed that the other t25 stardrive shaft, that was discovered to be worn during the cleaning process, was used during the surgical procedure associated with this complaint. The device was used to complete the final tightening of the screw. Although no issues were reported during the use of the device, a worn appearance was noted during cleaning. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a matrix spine system implant from t2 to l2 , during final tightening of a locking cap at left t12, a t25 stardrive shaft stripped. Another part was immediately available. There was a one minute surgical delay. There was no further patient harm reported. The procedure was completed successfully. No additional information was available. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
It was noted on (B)(4) 2015 that the device was received by the manufacturer on (B)(4) 2015. Part number: 03.632.072, lot number: 7725597: release to warehouse date: 21november2014. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the returned instruments were examined and the compliant condition was able to be confirmed in each instance as the driver tips were found to be stripped. The t25 long driver is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system. Proper technique includes the use of a 10nm torque limiting ratchet handle and a countertorque. The following caution is noted in the technique addition: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. A definitive root cause was unable to be determined as the method of use which led to device failure was not provided, however the failure mode is consistent with incorrect technique/application of excessive force. Have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after cleaning, it was noted that the shaft of another t 25 stardrive shaft was worn. There was no patient involvement. No additional information was available.